Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, and the lens had excessive vaulting. The lens was removed and exchanged for a shorter lens during the same surgery with no report of any injury. The lens exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. There was residue on the lens. Corrected data: claim # (B)(4).